Event description:
During follow-up, post-paced t-wave oversensing was noted. Technical support was contacted and reprogramming is anticipated. The patient was in stable condition.

Event description:
During follow-up, post-paced t-wave oversensing was noted. Technical support was contacted and reprogramming has been performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was noted. Technical support was contacted and reprogramming was recommended. Additional information has been requested but yet received. The patient's status is unknown.